Event description:
A report was received that a patient was experiencing pain at her pocket site. The patient was reprogrammed; however was not able to get proper stimulation. The patient will undergo an explant due to pocket discomfort.

Event description:
A report was received that a patient was experiencing pain at her pocket site. The patient was reprogrammed however was not able to get proper stimulation. The patient will undergo an explant due to pocket discomfort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2352-50, (B)(4), description: linear 3-4 lead 50cm.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.